Event description:
It was reported following an interventional procedure an angio-seal was deployed in the left femoral artery to seal the arteriotomy site. A sterile dressing was placed and the pt was transported to post interventional unit. Approximately half an hour later, the pt complained of groin and left lower quadrant pain, became hypotensive, diaphoretic, and tachycardic requiring a fluid bolus. Manual pressure and femostop were required to control bleeding at the groin site. The pt's blood pressure continued to decrease, followed by apnea at which time a code was called. The pt was intubated. Further info revealed the pt had significantly improved and was extubated and was expected to be discharged within the week.